Event description:
The patient reported that over the last 4 days they could not bring their blood glucose levels down and the pod site was very wet. The patient went to the hospital to seek medical attention but could not recall the exact date, and did not provide the exact bg values, only stating they were high. They remained in the hospital for 8 hours and were diagnosed with early-stage diabetic ketoacidosis. The patient also reported to have sepsis. The patient received standard intravenous treatment. The patient explained that they noticed the pods were consistently wet upon removal and that the cannula sites were leaving significant marks on their skin, described as stab wounds. The patient typically maintains their a1c between 5.9 and 6.5 but had been struggling to keep their blood sugars stable for the past month and a half. The patient no longer had the pod associated with the event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.